Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: device not returned for evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical products: unknown screw, unknown tmars cup, unknown stem, unknown liner. Multiple reports were submitted along with this report: 0001822565-2021-01226. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A journal article was retrieved from south african orthopaedic journal that reported a retrospective study from south africa that looked at the outcomes of revision hips using trabecular metal components that were performed at groote schuur hospital. The purpose of the study was to describe the total number of hip arthroplasty surgeries over five years and the ratio of revision to primary hip arthroplasty and indications for revision. The study reviewed 16 revision hips (14 patients) revised with tm revision components. The manufacturer of the initial products were not provided. The indication for revision was aseptic loosening and liner wear. The study population had a mean age of 61 years at time of surgery (range 38-86 years). The average duration of follow-up was 18.5 months (1.8-39.2 months). The study reported a patient was revised with a tm revision cup and two screws due to aseptic loosening approximately 15 years post implantation. During this first revision, the patient had superior acetabular bone loss that occurred while prepping the acetabulum. The patient was re-revised within 3 months due to instability, fixation failure, and paprosky 3a defect. X-rays showed a vertically positioned acetabular cup. The tm cup was replaced with another tm cup and augment. (X-rays available)